Manufacturer narrative:
Product analysis: at analysis it was determined that the programmer exhibited autonomous cursor movement observed during the incoming inspection. Additionally, it was noted that the stylus was not working and was defective. It was noted that the keyboard slide rails and the lower bullets were broken. An electromagnetic interference (emi) repair was performed to resolve the autonomous issue. All the defective parts were replaced. The software was reinstalled and updated to the latest version. The programmer then passed all the final and functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.